Manufacturer narrative:
(B)(4). Date sent: 09/22/2020. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a package from tyvek view with lot # u40e6f, exp. Date: 2025-0531 and on the middle part of seal from upper side appears to be raised. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Only event year is known: 2020. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? The weld seam of the packaging. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? No. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? ¿blister¿/ direct packaging arround the tlc. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)?. Did the damage of the primary packaging compromise the sterility of the device? Yes please provide a picture (if available) not available. Could you please when issue was identified (storage, pre-op, intra-op or post-op)? Intra- op. Could you please clarify if there were any patient consequences? No harm to the patient. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? None. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the sealing of foil is defective. Product was not used.

Manufacturer narrative:
(B)(4). Date sent: 10/14/202 device analysis: the analysis results found that a tlc75 device was returned inside of its sterile package without apparent damage. Upon visual inspection the tyvek on the middle part of seal was noted raised and not fully seal. However, this condition did not compromise the product sterility. This condition is related to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.